Manufacturer narrative:
DHR review revealed nothing relevant to the event. Evaluation determined the implant broke at the hex. This condition is typically caused by over insertion of the implant or due to improper bone preparation prior to insertion. The cause of the event was attributed to the user's technique.

Event description:
Implant broke on insertion, only half was retrieved from the patient's bone. Another implant was inserted next to the broken one. No adverse consequences were reported with the patient. This device is used for treatment.